Event description:
During surgery but before the cusa was used and while mounting the hand piece, it was discovered that the clamp that locks the aspiration tube (cusa excel 23khz tubing) into the handpiece was mounted upside down. As a result of this issue the surgery was delayed 30 minutes. The pt was anesthetized when the problem was found but the pt did not incur an injury as a result of the delay or the issue.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.